Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient had normal battery depletion and no actions/interventions were taken to resolve the no communication. Patient noted that the communication issue had and had not been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was trying to turn off the implant for an upcoming MRI (unrelated), but they were not able to sync with the implantable neurostimulator (ins) using the patient programmer (pp). Patient was unable to sync both with and without the pp antenna attached. It was reviewed that since the ins was implanted nearly five years ago, it might be depleted. Patient had an appointment with the managing doctor on (B)(6) or (B)(6) and would have the hcp assess the depletion status. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.